Event description:
The account alleges that during a renal procedure on removal the tip was found to have broken. The loose part of the tip was retained in the renal pelvis. The tip remains within the patient as she has a uteral stent in and will likely need further treatment. The decision was made that it was not clinically safe to remove the tip at that time and plans are in place to remove the tip during the next procedure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.